Event description:
Pt to or for laser removal of failed aicd lead. Lead removed and new one implanted. No adverse outcome to the pt.

Event description:
Add'l info rec'd from MFR 1/4/02: follow-up with the risk mgr indicated the reported device was model 6936. The device has not been returned for analysis. Without the return and analysis of the reported device, no conclusion can be drawn as to the reported event and device performance. The event date was not provided in the source document. MFR's alert date for this event is december 13, 2001 which reflects the date MFR received your letter and attachment (mw1023424). MFR's records indicate the date device was implanted however, without an explant date, total implant duration cannot be determined. The life expectancy and anticipated failure rate have not been specified for this device.